Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and magnification inspection was preformed. A short spike and warped spike tip was noted. The reported condition was verified. The cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette was identified with short spike which presented a connection issue. The product was used. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.